Event description:
It was reported that tap broke into two pieces while in use.

Event description:
It was reported that tap broke into two pieces while in use.

Manufacturer narrative:
Method: device history review and visual inspection. Results: no manufacturing issues were discovered. Visual inspection confirmed device to have fractured into two pieces. The fracture occurred at 60 mm depth line on the tap. Conclusion: a plausible root cause is normal wear. The tap has been in the field for roughly 8 years. According to the IFU, instruments which have experienced extensive use are more susceptible to fracture.